Event description:
No additional information was provided.

Manufacturer narrative:
No samples or photos were received from the complaint lot/batch #3249053. Although this complaint number did not have any associated returned samples or photos, an investigation was launched to identify potential root cause in relation to similar defects received by the same customer of which samples and photos are available. The investigation included review of raw material, molding, assembly, packaging, sterilization and maintenance records. The resin raw material certificate of analysis and the material ftir analysis indicated the correct material with no contaminates present. A device history record review was completed for provided lot number 3249053 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The molding process device history record had one quality notification related to a site wide power outage for the above lot. Related to the power outage experienced site wide during one of the molding batches, a quality notification was generated and procedures in place for restarting equipment were followed. Review of the records confirmed that all critical molding parameters were within validated ranges prior to restart. Additionally, all inspections, processes, and procedures were properly executed with acceptable results post-restart. Based on this information the power outage has been eliminated as a potential root cause for the broken luer tips. Additional review of the device history record for marking, assembly, packaging, and sterilization showed all processes were run within validated parameters and all samples passed inspections along with all maintenance activities being performed as required. Two distinct failure modes were identified in the photos and samples received. A clear torsion shear failure, characterized by a clean break without visible plastic deformation. A break characterized by significant plastic deformation possibly due to excessive side load or bending while the syringe was assembled with the female luer device. Another photo displaying another non-bd syringe with blood in the luer which indicated moisture at the connection was seen. Moisture presence acts as a lubricant resulting in lower force to over tighten the luer connection. It was concluded that the most probable cause of the luer breakage is the male syringe tip being inserted into a wet female luer device. This would cause an unusually tight bond between the devices in turn leading to the male syringe tip being torqued to the point of material failure when attempting to separate the devices. As noted above the most probable root cause of the luer breakage is the presence of moisture at the luer connection during use causing a tight bond between devices and ultimately luer breakage. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd syringe 5ml ll euro 125 s/c tip broke the following information was provided by the initial reporter: syringe broken in tip. Breaks in the tip when screwed into our plastic dialysis tube sets. It is not possible to get the tip out with forceps. The syringe, which was full of liquid, spills onto the floor. When did the incident occur? During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - follow up MDR #2 for correction.